Event description:
A report was received from the patient's mother, stating the disposable inner cannula extends passed the tracheostomy tube and bends causing irritation to the patient. Recannulation of the patient was required. There was no patient harm reported. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot number associated with the reference device was not provided therefore no device history review will be performed. In the event that additional information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Two tracheostomy tubes were received for evaluation. A dimensional test was performed on both samples. One of the evaluated samples was found to be assembled backwards. The reported malfunction was confirmed in the returned sample.